Manufacturer narrative:
The actual complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
As reported by an optometrist via product complaint reporting on (B)(6) 2016, a consumer experienced a corneal ulcer in the right eye (od) along with poor vision, irritation and comfort issue after using the complaint product. It was also indicated in the product complaint form, that there was an issue with the product's performance, however no additional details were provided. The consumer sought medical attention with an ophthalmologist. The consumer has resumed contact lens wear, but the event resolution is unknown. Additional information has been requested, but has not been received yet.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retention sample was tested and the results were within specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).